Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-25. H6: investigation summary: one photo and a 1ml luer-lock syringe (B)(6) in a partially opened blisterpak from batch #1146615 were received. The sample was visually evaluated the plunger was damaged and slightly bent and severely pinched with diagonally directed damage near the end of the neck. The observed defects were non-conforming per product specification. Potential root cause for the damaged plunger rod defect is associated with the material handling process. The defect was detected during batch manufacture and requalified per applicable acceptable quality limit. However, it is possible that a limited number of pieces with these defects were able to escape detection and shipped to the customer. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1146615 is considered in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported that the plunger fell out of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "defective syringe"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger fell out of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "defective syringe".